Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that they can see what appears to be the every 50 millisecond minute ventilation signal sent out to measure transthoracic impedance. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).